Manufacturer narrative:
The investigation has been started and is ongoing; results will be provided in a follow up-report.

Event description:
It was reported that the device suddenly stopped working during use on patient. The user immediately replaced the device. No injury reported.

Manufacturer narrative:
The device was checked by dräger service onsite. During the initial analyses a leaky mixer cartridge for either oxygen or air was determined to be the cause. However, the customer refused a log file download and repair. Therefore, no definite root cause could be determined. In case of a leaky mixer cartridge the oxygen concentration of the delivered flow may deviate from the set value. The device will alarm the deviation according to the set alarm limits. In case of a significant leakage the device may perform a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.